Manufacturer narrative:
The beckman (bec) field service engineer (fse) visited the site, discussed bath cleaning procedure and bleach use, and replaced the rbc bath electrode (part rxh06071) to resolve the issue. Daily checks and quality control (qc) passed after troubleshooting activity, verifying instrument is operating in its validated state. Bec internal identifier - (B)(4).

Event description:
The customer reported recurring ¿r flags¿ and erroneous results on multiple patient samples using the dxh 520 hematology instrument (product number b40602, serial number (B)(6)). The issue required frequent sample reruns, with results not aligning within an acceptable 10% margin. The problem persisted across various parameters, notably rbcs and platelets. There was no report of death, injury, delay or change to patient treatment or diagnosis and there was no report of harm to patient, operator or any other person related to the reported issue. Onsite service was scheduled.